Event description:
It was reported that the ventilator failed while on a patient. The device worked for max. 20 seconds and kept restarting. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was made available for further investigation at the manufacturer¿s site. During the onsite device test and after replacing other components, a faulty pcb pneumatic controller was determined to be the root cause for the malfunction. The device passed a full functional test after replacing the board and reinstalling the software. Based on the log file review, the issue could be verified; however, other than initially reported the log file indicates that the event occurred on (B)(6), rather than on (B)(6) 2021. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. In the event of an unsuccessful warm start, a continuous audible alarm would be activated, and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. In the current event, there were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.